Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the connectors and hanger of the external pulse generator (epg) were broken. It was also determined at analysis that the lock button on keypad was flat. The encoder assembly and one knob were contaminated with rust, one knob had foreign material attached. The lower case and main seal were contaminated. The display wires were pinched the wire insulation was not compromised. The firmware was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connectors and hanger of the external pulse generator (epg) were broken. The epg was returned to service. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.